Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in the report and the (B)(4) FDA registration number has been used for the manufacture report number. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a patient received an injection of avastin for macular degeneration with an unspecified bd hypodermic syringe and needle. The patient stated that after receiving the dose she noticed a floater in her left eye. The patient believes the medication filled syringe is what caused the symptom rather than the medication itself. The patient returned to her ophthalmologist, where she had an ultrasound done and was told there was an "oil bubble" in her left eye. The patient reports this is an ongoing treatment.